Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument tip was bent and was not clipping. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The incident occurred while loading the clip onto the applier. The issue was related to clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was related to an unsuccessful clip application and the clip opening after closure of the clip. The hemolok green reload was used in a medium size. The vessel or tissue bundle was not greater than the specified diameter suggested. The site used a back-up applier. There are no photos or videos available for isi review.